Manufacturer narrative:
It was alleged that a patient had an allergic reaction to spark active aligners. The patient was treated and currently is well to date.

Event description:
Patient suffered a strong alergic reaction and had to go to the hospital.